Event description:
Reporter alleged obtaining a discrepant blood glucose result of 420 mg/dl back to back with a result of 196 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. Reporter stated that he took three 15 mg tabs of glyburide after obtaining the 420 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.